Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient experienced increased spasticity and tone. The patient recovered without permanent impairment.

Event description:
It was reported that the catheter dislodged from the intrathecal space and ¿it might have been out a long time.¿ it was also reported they did not think the pump system was working and when the patient was ¿opened up for surgery¿ the doctor noted the catheter was completely out of the intrathecal space so a new catheter was placed. The catheter was revised on (B)(6) 2014 and there was no issue to report with the pump. It was noted the patient¿s lack of efficacy was determined to be the catheter being out of the intrathecal space, but it was unknown how the patient was currently doing. The pump was being used to deliver lioresal. A follow-up report will be sent if additional information becomes available.